Event description:
This device is an olympus loaner asset returned by the customer after use with no reported malfunction. There is no harm reported to any patient or persons. Upon inspection and evaluation of the returned device, it was observed that there was dirt in the forceps elevator. The control unit and distal end cover (c-cover) were also dirty. This is attributed to insufficient reprocessing. There is also clogging of the nozzle; however, it cannot be confirmed that foreign material is the cause of the clogging. This medwatch is being submitted for the presence of dirt in the forceps elevator, control unit, and c-cover as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was dirt in the forceps elevator. The control unit and distal end cover (c-cover) were also dirty. This is attributed to insufficient reprocessing. The nozzle is clogged, though cannot be certain that foreign material is clogging it, and therefore water removal ability does not meet the standard value. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a wrinkle; suction (s) cover, s-connector, scope cover (sc cover), and universal cord have a scratch; s-cylinder is shaved; forceps channel port has a dent; and due to wear of angle wire, bending angle in up direction does not meet the standard value and bending section cannot be bent down at all. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Since the device is an olympus loaner asset returned by the customer without any malfunction reported, there is no record of reprocessing information available from the customer. Customer is trained on reprocessing as per the instructions for use (IFU) by olympus field service; however, there is a possibility, that being an olympus loaner asset, the device is returned without the reprocessing done by customer. No information available if the device was inspected prior to use.